Event description:
On 06/29/1999, the manufacturer was contacted concerning an left ventricular assist device patient who was greater than 60 days postop who had substantial/severe hemolysis. Patient was on steriods and was now anemic requiring transfusion. Cause of hemolysis was unk. After consultation between the manufacturer's medical director and the hospital physician, it was determined that further testing would be performed.